Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08618 and 2134265-2015-08732. It was reported that the sled was not operating. A motor drive unit (mdu) was used in conjunction with a coronary imaging catheter and a sled to view the lesion. The sled was registering as it was connected, however, it was noted that the sled was not operating. No patient complications were reported.